Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in brazil. It was reported that the patient experienced hyperglycemic episode and tried to treat it with pen which did not resolve the issue. Therefore, the patient went to emergency room on (B)(6) 2026 at 2:00 pm. At the time of hospitalization, the patient was tested for ketones level which were positive (0.3 mmol/l) and symptoms like frequent urination and nausea. During hospitalization, patient was given insulin through pen as corrective treatment. The patient was released the same day 4:30 pm. No further information available.